Manufacturer narrative:
H6: device evaluation: lens was returned dry in a microcentrifuge vial. Visual inspection found a torn optic and the haptics bent. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -9.0/1.0/088 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2023. Excessive vault was noted and on (B)(6) 2023 the lens was exchanged for a same model; same length; different axis lens which was implanted vertically, and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).